Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-sep-2023. Investigation summary: four samples from lot 2335715 were provided to our quality team for investigation. Three samples in the sealed packages were tested for thumb and finger grip strength and were acceptable per product specification. One sample in an open package had a broken finger grip with a large crack where it connects to the barrel flange. The condition observed is non-conforming per product specification. Potential root cause for the finger grip broken defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that 1/2 ml bd luer-lok¿ tip control syringe's plunger is damaged. Report 1 of2. The following was received by the initial reporter any injuries and/or harm? No. What is the issue you experienced? One of the rings is breaking off easily when using the syringe. Additional info from customer: (05-sep-2023). This broken syringe happened on (B)(6) 2023. I was only made aware on that date and was told that it has happened a few other times before then. We had no patient injures because of this but was concerned that it could happen.

Event description:
It was reported that 1/2 ml bd luer-lok¿ tip control syringe's plunger is damaged. Report 1 of2. The following was received by the initial reporter . Any injuries and/or harm? No. What is the issue you experienced? One of the rings is breaking off easily when using the syringe. Additional info from customer: (05-sep-2023). This broken syringe happened on (B)(6),2023. I was only made aware on that date and was told that it has happened a few other times before then. We had no patient injures because of this but was concerned that it could happen.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.